Event description:
It was reported, the video system center was not displaying an image. It was not specified, during what type of device usage the event occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, the cause of the suggested event could not be specified. In speaking with the customer, it was suggested to swap the working video system center with the issue device. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during an unspecified therapeutic and diagnostic procedure. The scope was changed and the problem was continued.